Event description:
It was reported that the patient with the pacemaker system presented to the emergency room (ER) with shortness of breath, weakness, and kind of collapse. Upon review, it was noted that the atrial tachycardia response (atr) episodes were caused by noise over sensed on this right atrial (ra) lead. Loss of capture and high-pacing impedance measurements were also observed. Reprogramming efforts were discussed. Subsequently, a revision procedure was performed and this ra lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).